Event description:
The advocate stated that the customer's breeze2 blood glucose readings had been higher than usual. On one occasion, the customer took insulin based on a high reading. Her blood glucose dropped to 40mg/dl and she was symptomatic for low glucose. The advocate was able to give the customer something to eat in order to raise her blood glucose. She did not require outside medical attention. The advocate declined to troubleshoot the customer's breeze2 system. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.